Event description:
It was reported to boston scientific corporation that a wallflex biliary stent rx was implanted during a endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2013. It was reported that the patient had a 4cm stenosis of the bile duct characterized by severe icterus due to a malignancy. The patient anatomy was moderately tortuous, and the lesion was dilated prior to stent placement by a 8*5fr dilating bougie. According to the complainant, during the procedure, the physician attempted to reconstrain the stent for repositioning but was unsuccessful. The physician was able to deploy the stent; however it was not in the desired location. Foreign-body forceps were used to remove the stent from within the patient. There were no visible malfunctions on the device. The procedure was completed with another wallflex biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4):the device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we have not yet determined the relationship between this device and the cause for this event. If there is any further relevant information, a supplemental manufacturer's report will be filed.

Manufacturer narrative:
A visual examination of the returned device found that the stent was returned partially deployed by 25 mm. The outer sheath was kinked at approximately 130 mm proximal to the distal end. During analysis it was not possible to reconstrain or deploy the stent. The shaft was dissected proximal to the guidewire access sleeve and the distal end of the inner shaft and stent were withdrawn. No issues were noted with the profile of the deployed stent; however the inner shaft was kinked at 103 mm proximal to the distal tip. No issues were noted with the movement of the outer sheath proximally or distally. No other issues were noted with the device. The noted damages indicate difficulty was experienced during deployment and are likely due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications. A review of the device labeling and directions for use (dfu) was performed and no anomalies were noted.

Manufacturer narrative:
Additional information was received that following the procedure the nurse replaced the stent on the delivery system before returning the device to bsc. In this case the customer altered the product and the stent had in fact been fully deployed then removed from the patient as originally reported, not partially deployed.

Event description:
It was reported to boston scientific corporation that a wallflex biliary stent rx was implanted during a endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2013. It was reported that the patient had a 4cm stenosis of the bile duct characterized by severe icterus due to a malignancy. The patient anatomy was moderately tortuous, and the lesion was dilated prior to stent placement by a 8*5fr dilating bougie. According to the complainant, during the procedure, the physician attempted to reconstrain the stent for repositioning but was unsuccessful. The physician was able to deploy the stent; however it was not in the desired location. Foreign-body forceps were used to remove the stent from within the patient. There were no visible malfunctions on the device. The procedure was completed with another wallflex biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a wallflex biliary stent rx was implanted during a endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2013. It was reported that the patient had a 4 cm stenosis of the bile duct characterized by severe icterus due to a malignancy. The patient anatomy was moderately tortuous, and the lesion was dilated prior to stent placement by a 8*5fr dilating bougie. According to the complainant, during the procedure, the physician attempted to reconstrain the stent for repositioning but was unsuccessful. The physician was able to deploy the stent; however it was not in the desired location. Foreign-body forceps were used to remove the stent from within the patient. There were no visible malfunctions on the device. The procedure was completed with another wallflex biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.